Event description:
In 2005, the company was notified that the patient's device was explanted. There was no report of a device problem. The patient elected to have the explant to become a bilateral implant user.